Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 9/10/2011 and 10/1/2011 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. On (B)(6), 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on (B)(6) 2011 at 01:00pm when she obtained a reading of 425mg/dl on the subject meter and compared this result with a result of 325mg/dl taken on another meter greater than 30 min apart. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient manages her diabetes with an insulin pump. The patient reported that she became tired and confused after the reported issue. The patient reported that she took no action based on the subject meter reading. The patient reported that she received no treatment for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. In addition, the patient denied that treatment was received for the meter issue. However, the malfunction is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.